Event description:
The patient was admitted to the electrophysiology laboratory to undergo a study for frequent symptomatic premature ventricular contractions. Vascular access was achieved and hemostatic sheaths were placed in the left femoral artery, right femoral artery and the right femoral vein. A conventional 20 pole electrode catheter was placed in the coronary sinus. A four pole mapping/ablation catheter was introduced retrograde through the aortic valve and into the left ventricular outflow tract. Another mapping catheter was advanced through the tricuspid valve into the right ventricular outflow tract. A .032 amplatz extra stiff wire was advanced into the right ventricular outflow tract, then the ensite catheter was backloaded onto the wire and advanced into the right ventricular outflow tract. Rf lesions were placed with little or no effect. A diag sr0 8.5 fr hemostatic sheath was introduced into the right atrium, then the mapping catheter advanced through the sheath. The sheath and catheter were advanced to the right ventricular outflow tract. During the third lesion, a "pop" was heard by the physician. The patient's blood pressure dropped into the low 30s. The ensite catheter was lowered and removal was attempted but not completed. The patient was transported to the operating room. 500 cc of blood was removed and a small defect was surgically repaired on the rvot freewall. Post surgery, the ensite catheter inflation port stopcock was found to be in the closed position . The physician opened the stopcock and removed the remaining fluid per IFU instructions, lowered the array and removed the ensite catheter. The pt expired sometime the following week. Extact date is unknown at this time.